Event description:
A 4.0 mm diameter x 15 mm length driver rx coronary stent system was inserted into a patient for the treatment of a proximal rca lesion. The vessel morphology was reported to be severely tortuous with 40% stenosis. It was reported that the lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion site; the stent came off the balloon on a calcified angulated corner of proximal third of the rca. The dislodged stent was removed from the patient. The lesion site was treated with another manufacturer's stent. No additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united stated distributed product.